Event description:
Reportable based on analysis completed 03/30/2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion being treated was severely tortuous and calcified located in the circumflex (cx). The physician could not cross the lesion with a 3.0x38mm taxus liberte stent. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as stable. However, returned product analysis revealed shaft break.

Manufacturer narrative:
(B)(4) - examination identified the device was returned in two sections due to a break that occurred in the hypotube. The break was approximately 23.5cm from the catheter strain relief. A visual and microscopic examination of the crimped stent found no issues. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4)